Event description:
When the advancement of the stent along the catheter was attempted the stent deployed and was not able to be retrieved after multiple attempts. Patient in no overt distress during attempts. Decision was made to jail the stent in place to prevent any movement. During the procedure the stent dislodged from the catheter and was not able to be retrieved. Stent was jailed in place to prevent movement. The case was terminated without being able to open flow. FDA safety report ID# (B)(4).